Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer care department of the distributor (B)(6), reported that "her customer, the private hospital (B)(6) reported to her that when the packaging of the implant was opened, the 2nd packaging was a hole in."